Event description:
A (B)(6) pt underwent nanoknife treatment to the peri-pancreas on (B)(6) 2010. During the treatment, there were multiple high current shut-offs that stopped pulses for ablation. The treating clinician made two attempts to reduce voltage and re-treat, this was not successful. The clinician believed that the area being treated was most likely well electroporated already.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore, a device eval was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the high current shut off could not be ascertained. As described by the treating clinician, it is possible the tissue was already treated effectively. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).